Manufacturer narrative:
This report is submitted on november 27, 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced infection at abutment site and subsequently was treated with topical antibiotics and a topical steroid (date and duration not reported).